Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -11.50/3.5/070 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The reporter stated tha the lens continues to rotate off axis. Secondary surgical intervention (repositioning/rotation) was performed on (B)(6) 2019 but the problem was not resolved. Lens has rotated off axis again and low vault was observed. Exchange surgery is planned for (B)(6) 2020. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3 - lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Additional information: b5 - it was reported that on (B)(6) 2020 the lens was exchanged with a longer length lens and the problem resolved. Cause of event was reported as "icl size too small, rotation". Claim#:(B)(4).